Event description:
It was reported that one flogard infusion pump was observed with the condition of "does not function". There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The customer reported condition of "device does not function" was confirmed in the sample evaluation as an f66 alarm code. The cause was determined to be a damaged sensor board rendering it as inoperative/defective. No repairs were rendered on the device due to the sensor board being out of stock. This device was removed from service and the customer was provided with a functional device. Should additional relevant information become available, a supplemental report will be submitted.